Manufacturer narrative:
(B)(4). Data was not provided. The device was not returned. The reported event could not be confirmed. A root cause could not be determined. Additionally, it was reported that the patient based treatment decisions off the cgm values. The g4 platinum continuous glucose monitoring system user's guide states: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value. Further, diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Prior to eating dinner, patient administered herself insulin and cgm displayed a value of 115mg/dl. An hour after eating, the cgm alerted her of a high bg level, displaying 359mg/dl. An additional value from a separate bg meter was not taken at this time for comparison. The patient and her husband treated the high bg level with 10 units of bolus insulin and 6 units of basal insulin. After a few minutes, the cgm value remained unchanged. Husband then administered another 4 units of bolus insulin. Patient's husband then tested the patient's blood glucose via a fingerstick, which read 109mg/dl. The cgm device displayed 314mg/dl. The patient's husband drove her to urgent care and upon arrival her bg level was tested by a nurse; the value was 42mg/dl. The patient was fed chocolate, cranberries, ice cream and potato chips in order to raise her bg level. However, her bg level dropped to 39mg/dl. Urgent care called an ambulance and the patient was transferred to the emergency room. She was given 2 shots of glucose to increase her bg levels. A fingerstick was taken and displayed a value of 112mg/dl after injection but her bg dropped down to 38mg/dl within a few minutes. 4 more shots of glucose were administered. Patient's bg level increased but then quickly dropped to 22mg/dl. The patient was admitted to the hospital for a 48 hour observation. 4 bags of glucose were administered via IV during that period of time. Patient was released at the end of the 48 hours. At the time of contact, the patient had recovered from the event. No additional event or patient information is available.